Event description:
It was reported that the device would not pass the user test and was unable to charge. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.